Event description:
Information received indicates the bed will not go into the trendelenburg or reverse trendelenburg position.

Manufacturer narrative:
The technician found the pilot link was broken. The technician replaced the pilot link to repair the bed.